Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the distal end probe was found cut. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. If additional information becomes available, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
While evaluating the olympus ultrasonic gastrovideoscope, it was discovered that the distal end pink probe had been cut. There was no patient involvement during this event.